Event description:
It was reported during prostate procedure at 73617j and 15 mins of use, first fiber distal tip/ cap was damaged and detached inside the patient. There was light emitting from the broken point. The detached fragment was removed using forceps through cystoscope. The output power with the first fiber was 80w when the issue occurred. The fiber was exchanged, and second fiber at 0j and 0 mins of use, white tube was torn in the middle section of the fiber. A hole in the coating of the white tube was observed. There was green light emitting from the broken point. The laser hit the protective eyewear of the person in the room. The fiber tips (caps) of both the fibers were cleaned during the procedure. The procedure was completed successfully with third fiber. No injury to the patient reported due to this event. This report is for second failed fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber tip does not exhibit signs of usage and breaks/fractures. The fiber is broken within the white tubing at 3 feet and 3 inches from input connector, between the connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing exhibit signs of melting and char at the break. Part of the fiber is protruding at the break location. The protruding fiber is fractured and charred. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported during prostate procedure at 73617j and 15 mins of use, first fiber distal tip/ cap was damaged and detached inside the patient. There was light emitting from the broken point. The detached fragment was removed using forceps through cystoscope. The output power with the first fiber was 80w when the issue occurred. The fiber was exchanged, and second fiber at 0j and 0 mins of use, white tube was torn in the middle section of the fiber. A hole in the coating of the white tube was observed. There was green light emitting from the broken point. The laser hit the protective eyewear of the person in the room. The fiber tips (caps) of both the fibers were cleaned during the procedure. The procedure was completed successfully with third fiber. No injury to the patient reported due to this event. This report is for second failed fiber.